Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter detachment occurred. A 135/20 renegade¿ hi-flo¿ was selected for use. During preparation, outside the patient's body, flushing was performed inside the hoop. When the catheter was pulled out from its hoop, resistance was encountered and the device could not be removed. Flushing was performed once again; however, resistance was still encountered and the device could not be removed. Subsequently in an attempt to remove the catheter, it was observed that the proximal portion of the device became stretched and detached. The procedure was completed through administration of a gelatin-based embolic material from a non-bsc catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged from 4.5cm from the strain relief to 11cm distally. The shaft was not completely separated and the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter detachment occurred. A 135/20 renegade¿ hi-flo¿ was selected for use. During preparation, outside the patient's body, flushing was performed inside the hoop. When the catheter was pulled out from its hoop, resistance was encountered and the device could not be removed. Flushing was performed once again; however, resistance was still encountered and the device could not be removed. Subsequently in an attempt to remove the catheter, it was observed that the proximal portion of the device became stretched and detached. The procedure was completed through administration of a gelatin-based embolic material from a non-bsc catheter. No patient complications were reported.